Manufacturer narrative:
Additional information: the device did not pass through a previously deployed stent. The tip of the device detached up to mid part of the stent during the delivery through the vessel. Image analysis: three images were received for still image review. The first image showed a shelf carton which provided lot confirmation. The other two images showed the distal end of a resolute integrity device with stent deformation and stretching evident to the distal/mid stent struts. Blood appears to be present in the balloon. Still image review confirmed stent deformed in vivo during positioning. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity coronary drug eluting stent to treat a severely calcified, severely tortuous lesion with 90% stenosis located in the proximal circumflex (cx) artery. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. Excessive force was not used. The device was not kinked and restraightened during use. It was reported that the stent failed to cross the lesion, and stent deformation occurred in vivo during positioning/advancement. Also, the tip of the device detached during the delivery through the vessel. There was high calcification and the stent struts got damaged during advancement. The detached tip did not remain in the vessel and was removed through the guide catheter along with the stent. The lesion was treated with the help of pre-dilation, and the procedure was completed with a 3.5 x 28 mm non-medtronic stent. The patient is alive with no injury.

Manufacturer narrative:
Product analysis: the device was returned for analysis. The stent was not positioned on the balloon between the marker bands as per position specification. Due to mid and distal stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the mid and distal stent wraps with struts raised and stretched distally over the distal marker band and tip. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Image analysis: images confirm the presence of a lesion in the proximal lcx with diffuse disease throughout the lcx and lad. No images were provided showing the attempted but unsuccessful delivery of a 3.5 x 30mm stent where the tip detached, or of removal of the system from the vasculature. Procedural wires were removed from the left coronary vessels after this image was captured. The next images shows the deployment of a stent in the proximal lcx. The possibility exists that the lesion morphology impacted the events but without images of the complaint stent in the vasculature this cannot be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.